Event description:
It was reported via phone call, that the customer was hospitalized in the intensive care unit on (B)(6) 2015 and readmitted on (B)(6) 2015. Customer's blood glucose levels at the time of hospitalization was 428 mg/dl and 392 mg/dl. The customer reported having symptoms of diabetic ketoacidosis, nausea, vomiting, and headache. The customer was wearing the insulin pump at the time of hospitalization. Troubleshooting occured. Customer requested that the insulin pump be replaced.

Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Unit had minor scratched display window and cracked reservoir tube lip.